Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse checked all pressure cables for bent or loose pins, and none were found. The fse was able to zero pressure using pressure simulator and all pressures followed simulator while bending cables. The fse was also able to zero the transducer using the trainer. The unit passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) pressure transducer would not zero after seeing a pinhole in the pressure tubing. The customer changed the cables, to no avail. The unit was swapped out. No patient harm, serious injury or adverse event was reported.